Manufacturer narrative:
H3: ge healthcareâs (gehc) investigation has been completed. The mr system was evaluated and confirmed to be operating within specifications and in compliance with iec 60601-2-33. All safety mitigating devices were fully functional. Based on the available information, no apparent root cause for the patient injury has been determined. Rf warming can occur due to the coupling with high-power radiofrequency transmissions of an mr scanner during normal clinical use, even while operating within specifications. The operator manual includes warnings about tissue heating, even when good clinical practices and proper rf padding are followed. Gehc does not plan any further actions at this time.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that during mr examination(s), a patient sustained full-thickness burns involving approximately 5% of total body surface area, including the anterior torso, abdomen, chest, and breasts. Medical treatment of the burns has included surgical debridement and subsequent burn debridement(s). Additionally, the patient has undergone surgeries to remove and replace breast implants however no additional information is provided as to how these surgeries are related to the burn injury. The facility reported that the patient underwent a brain mr examination on a ge healthcare mr system and a lumbar spine mr examination on a different manufacturer mr system on the same day. At this time, no further information has been provided to confirm during which examination the injuries occurred.